Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin. Customer also stated that the blood glucose level climbed back to 400 to 500 mg/dl the insulin pump will not be returned for analysis.